Event description:
It was reported that an aleutian an inserter's inner shaft screw cap broke off during cage insertion intra-operatively. The surgery was completed successfully. No adverse consequences, surgical delay or medical intervention were reported.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.

Event description:
It was reported that an aleutian an inserter's inner shaft screw cap broke off during cage insertion intra-operatively. The surgery was completed successfully. No adverse consequences, surgical delay or medical intervention were reported.